Event description:
A lead break was noted during generator replacement surgery for end of service. Both the pulse generator and bipolar lead were replaced. Investigation to date has been unable to determine the cause of the apparent lead break. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Product analysis summary: approximately 43cm of the lead assembly was returned for analysis in pieces without the lead connectors. Dry body fluids were seen inside the lead. One lead coils seems to have been torn at the end of the electrode bifurcation and the other is stretched resulting in a portion of the lead coil being exposed and cut at approximately 13cm past the electrode bifurcation. There is a spiral appearance along 13cm of the lead assembly prior to the electrode bifurcation. Both the furthest and closet electrodes to bifurcation are disturbed showing several bends on the electrode ribbon, cut in two pieces and partial detachment from the silicone helix. Scanning electron microscopy was performed on the ends of a lead coil returned. Scanning electron microscopy revealed that the appearance of the coil ends are characteristic of a stress-induced fracture. The appearance of one coil end shows that pitting or electro-plating conditions have occurred. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on the broken coil wires. The appearance of the other coil end past the electrode bifurcation is characteristic of a stress-induced fracture by a rotational or twisting motion. The coil ends past the electrode bifurcation did not show any pitting or electro-plating conditions. Continuity check using a multimeter was performed. Continuity check did not identify any other discontinuities on the portions of the lead returned. Other conditions of the lead are consistent with conditions that exist following the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electical last specifications. There were no visual anomalies identified or observed.